Event description:
A caregiver reported a scan timeout error with the freestyle libre 2 sensor, which prevented the high glucose alarm from triggering. The customer (child) was fatigued, and required treatment of insulin injection (dose/type unknown) by caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed, therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a scan timeout error with the freestyle libre 2 sensor, which prevented the high glucose alarm from triggering. The customer (child) was fatigued, and required treatment of insulin injection (dose/type unknown) by caregiver. There was no report of death or permanent injury associated with this event.